Manufacturer narrative:
Block h6 (patient codes): patient code e1002 captures the reportable event of abdominal pain requiring hospitalization. Block h6 (conclusion codes): evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the stomach on (B)(6) 2021. This complaint is being reported based on the event of pain requiring hospitalization. According to the complainant, during the procedure, the physician was having trouble intubating the pylorus to perform a routine ercp stent pull. Reportedly, he felt that the exalt catheter was too stiff and that he was having to push harder than normal, causing the physician to put pressure onto the stomach, in order to get the scope tip to pass through the pylorus. After struggling for a while, the physician was able to get the scope into place to perform the procedure successfully. Afterward, the patient was reportedly complaining of stomach pain. The patient was admitted overnight for observation and discharged the next day. According to instructions for use "if excessive force is required to insert the endoscope, manipulate the elevator, or articulate the articulating section, stop the procedure and follow steps for "removing the endoscope from the patient". Using such force with the endoscope may cause patient injury such as perforation, bleeding, or tissue damage." No damage to the stomach wall was reported.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the stomach on (B)(6) 2021. This complaint is being reported based on the event of pain requiring hospitalization. According to the complainant, during the procedure, the physician was having trouble intubating the pylorus to perform a routine ercp stent pull. Reportedly, he felt that the exalt catheter was too stiff and that he was having to push harder than normal, causing the physician to put pressure onto the stomach in order to get the scope tip to pass through the pylorus. After struggling for a while, the physician was able to get the scope into place to perform the procedure successfully. Afterward, the patient was reportedly complaining of stomach pain. The patient was admitted overnight for observation and discharged the next day. According to instructions for use "if excessive force is required to insert the endoscope, manipulate the elevator, or articulate the articulating section, stop the procedure and follow steps for "removing the endoscope from the patient". Using such force with the endoscope may cause patient injury such as perforation, bleeding, or tissue damage."